Event description:
It was reported that the patient never had therapeutic effect. Impedance testing and reprogramming was done. The patient wanted device removed due to lack of efficacy. Device was explanted (explant complete). Patient medical history was noted as the patient's colon was removed due to cancer. The patient had radiation. No patient symptoms or complications were associated with the event. The patient status at the time of the reporting was alive no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0hga5, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).